Manufacturer narrative:
The reported complaint was not confirmed as it could not be duplicated. This reported device was not received by b. Braun for evaluation. The reporting facility states "reported to biomed that pump not working. Engineer evaluated pump and found constant occlusion alarm; cleaned and lubricated outlet restriction valve. Functional test completed and passed. Pump put back in service."

Event description:
It was initially reported by the customer on (B)(6) 2014, that outlook es infusion pump malfunctioned. Customer states "reported to biomed that pump not working. Engineer evaluated pump and found constant occlusion alarm; cleaned and lubricated outlet restriction valve. Functional test completed and passed. Pump put back in service". Customer reports patient suffered no injury as a result of this reported issue.